Event description:
Error 45-0002.

Event description:
Error 45-0002. The device was first sent to (B)(4) for triggering error 45. As per technical manual, the display board was replaced and once serviced the device worked as expecting and was sent back to the customer. However, at first use at the customer's site the error 45 was triggered again. (Co19-000041695) the device was sent back to (B)(4) for repair. The error 45 was triggered when the device was turned on. The event is once more confirmed. The device was disassembled and all connectors were checked and secured in case of being loose. Functional tests were performed over four days with different rates and the event could not be reproduced. The device worked as expected and was sent back to the customer. Meanwhile, the replaced defective display board from first event was received at brézins and was investigated. The board was mounted on a test device and functional tests were performed. They all passed and no technical error was observed over 25 hours test period. The display board was functional and the origin of the reported event was probably due to another part. A third event for error 45 was then reported by the customer. This time the device was sent back to brézins for investigation. An issue with voltage was confirmed which explains the triggering of the error 45. The event was again reproduced. Replacement of display board did not solve the issue. However the cpu board was changed, leaving the same display board and tests were found functional. Therefore, it was not a display board issue in the first place but a cpu board issue. Cpu board was inspected and a visible mark (from motor) was found on the u7 (flash memory) which could be at the origin of the reported event.